Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received twenty-eight devices, twenty-six of which were sealed representative samples. The visual inspection of the opened product noted two sutures and two needles. The needle was returned disengaged from the suture. Microscopic inspection noted normal crimp and swage marks on the needle. A tactile and microscopic inspection of the sealed sutures was performed with no abnormalities. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lump removal and de-sexing a dog, the needle part kept detaching from the thread on multiple occasions. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lump removal and de-sexing a dog, the needle part kept detaching from the thread. Another device was used to complete the case. There was no patient injury.